Manufacturer narrative:
Method: lens work order search results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn. The lens was returned dry and there was evidence of clear surgical residue. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4) - no consequences or impact to patient, tears, rips, holes in device, device material. (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a 12.5mm icm125v4 implantable collamer lens but the lens tore. The lens was not implanted. Another same model lens was implanted.